Event description:
It was reported the guidewire does not fit in the needle. The red introducer could not properly straighten the round end of the guidewire. The cannula was not inserted with the needle. There was an increase of procedure's duration, patient's bleeding and mechanic ventilation.

Manufacturer narrative:
Other text: this MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Investigation of this complaint was limited because no sample nor photo was provided. Similar product which was manufacture around the same date and was returned for another complain was used to do testing. Components were assembled as per instructions for use and there were no problem observed during assembly and testing. Based on complaint description it is possible that customer tried to connect straightener with needle itself and then load guidewire inside the needle. Insertion of guidewire directly into the needle is not in compliance with instructions for use and might lead exactly to the same failures as described by customer. Unfortunately without the sample we are unable to determine true root cause of this issue. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: none. No problems or issues were identified during this device history record review. E4: initial reporter also sent report to FDA is unknown.